Event description:
The event occurred on an unspecified date and involved a tubing (triset) with unknown list and lot number. The reporter stated that they "identified leakage, not getting enough adhesive and as a result, coming apart." There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4 - primary UDI number - the UDI is unknown as product information is unknown.